Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the catheter flush port looked crystalized. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. When the catheter was flushed it was noted by the physician that the flush port did not look right. It appeared crystalized and the physician did not have confidence in the device for patient safety. There was no leaking or other issues during the flush, but the physician stated the flush port looked "yucky" and that a new catheter was preferred. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.